Event description:
The facility realized the resident was missing and went to look for them. They found the resident unconscious on the floor on right side with their left leg caught on the saf-kary frame. The resident suffered a six inch laceration to the left calf.